Event description:
Pt underwent a coronary artery bypass graft surgery with vein grafts from the right radial artery. When drapes were removed the staff noticed a burn o0n pt's left calf. Appears the bovie burned through the drape resulting in a pea size burn.